Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 200 mg/dl at the time of incident and current blood glucose level was 226 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. The customer was treated with the insulin pump. The customer had using the insulin pump within 48 hours of high blood glucose. Based on customer¿s report customer alleges the insulin pump was under delivery. The insulin pump will not be returned for analysis.